Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thorascopic right upper lobe resection, when the device was being applied to the pulmonary fissure and blood vessels, the green reload had poor staple formation and incomplete staple line at the central part. So a second reload was used, but it did not fire. The staple line was fixed by suturing. A new device was used to complete the case.